Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows. Testing was performed using replacement strips; lot# is not available. Caller stated that the physician increased her mother's dose; no details were provided. Pt self tester's therapeutic range is (2.0-3.0).